Manufacturer narrative:
Examination of the submitted devices did not reveal any evidence of product failure or product contribution to the reported patient pain and tightness in extension. A search of the complaint database did not show any additional related reports against the lot code. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain in knee and tightness in extension.